Manufacturer narrative:
This issue was previously reported under MDR numbers 3005094123-2021-00058-00 and 3005094123-2021-00111-00 under a different suspect device. Patient identifier: multiple = sid (B)(6). The field service engineer (fse) inspected the analyzer, performed several troubleshooting procedures, and determined the pump, bulk solution transfer was the cause of the issue and replaced the part. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity I processing module serial number (B)(4) or the pump, bulk solution transfer and the complaint issue. Labeling was reviewed and found to be adequate. The alinity ci-series operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration, and erratic sample results. The alinity I service documentation provides removal and replacement procedures for the pump, bulk solution transfer. Based on the investigation, no deficiency of the alinity I processing module serial number (B)(4) or the pump, bulk solution transfer was identified.

Event description:
The customer observed falsely elevated alinity I b12 results for two patients. The results provided were: sid (B)(6) initial result (B)(4) = 211 pg/ml, repeated (B)(4) = <148 pg/ml and 191 pg/ml, repeated (architect) = 143.2 pg/ml; sid (B)(6) initial result (B)(4) = 254 pg/ml, repeated (B)(4) = <148 pg/ml, repeated (architect) = 138.5 pg/ml; (expected range 187 to 883 pg/ml) no impact to patient management was reported.